Event description:
Caller reported erratic test results from freestyle blood glucose monitor. Caller measured patient's blood glucose when pt indicated pt's stomach ached. Three consecutive readings were 372, 72, 80. Caller reported that she changed the batteries in the meter and performed a control solution test that gave results within range.